Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to component u1005 was found to be shorted on the computer/analog pca. Additionally, capacitor c19 on the defibrillator pca was damaged due to the shorted u1005 component. The root cause for the shorted u1005 component could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a patient's monitor for an unrelated reason, a reportable malfunction was found.